Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g3; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) confirmed there was an error 118 during time of shut down failure. This failure correlates with an issue on the video generator board. (D040-00-0456) kit display monitor to video gen board was replaced, then verified functionality of unit and returned to customer. There was a patient involvement but no harm was reported.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields:b4; b3; d9 returned to manufacturer; e1 initial reporter; g3; g6; h6 investigation findings, investigation conclusion; component code; h11. A getinge field service engineer (fse) confirmed there was an error 118 during time of shut down failure. This failure correlates with an issue on the video generator board. (D040-00-0456) kit display monitor to video gen board was replaced, then verified functionality of unit and returned to customer. The following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 15 july 2024. The failure analysis and testing department received the following parts associated with this complaint: pn: 0040-00-0456 sn: n/a kit, display monitor to video gen. Board. Pn: 0670-00-1182 sn: (B)(6), video gen. Board (part of kit). Pn: 0670-00-1183 sn: (B)(6) display monitor board (part of kit). These parts were received with a reported unit failure message of unit shut down. Performed visual inspection of these parts received and all parts looks to be in good condition. Installed all parts into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of unit shut down. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is "not confirmed". Cardiosave test fixture worked correctly. Kit, display monitor to video gen. Board passed testing. Sending following parts of kit to the supplier for further investigation per procedure 0002-07-d008 rev aq. Pn: 0670-00-1182 sn: (B)(6), video gen. Board (part of kit). Pn: 0670-00-1183 sn: (B)(6), display monitor board (part of kit). The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: sr 30 sep 2024. The fat dept. Received part number 0670-00-1183 rev c display monitor board serial number (B)(6) from the supplier. Supplier investigation: performed visual check and found component damaged at location r5. Rejected under ipc-a-610. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is "not confirmed". Retaining this board in the fat dept. Per procedure 0002-07-d008 rev ar. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 14 oct 2024. Failure analysis received from the supplier for pn 0670-00-1182. They stated that the part failed the fct test and u41 component is fault. Probable root cause is a design issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. Investigation complete. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is "design issue". The most probable root cause for the reported is pcb reliability.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) shut down. The unit was swapped out without delaying patient care. There was no patient harm reported.